Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to broken solder joint on interface board. There was no audio/beep anomaly. The pump had scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 110mg/dl. The customer stated that the pump had a blank screen even after a battery change. She stated that the pump was making a noise with the battery out. The customer was advised to leave the battery out for two hours and to call back if the display does not return. The customer called back and stated that she inserted new batteries but the pump would not turn on. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.